Event description:
During service of the unit a "strange sound (alarm)" was found. The distorted alarm sound was due to capacitor leakage onto the power board. Replaced the power board to correct the failure mode.